Manufacturer narrative:
No product information has been provided to date; therefore, no DHR review can be performed at this time. To date, information indicates the trial is remains implanted and therefore has not been returned to integra to date. If the part is explanted and returned to integra, the investigation will be updated accordingly. Based on the information to date, the root cause appears to be user error as the surgeon implanted the trial. The surgical technique for the smcp system states that the trial should be removed after a satisfactory reduction, and manufacturing specifications for smcp trials are adequate to identify the units as trials.

Event description:
It was reported that a surgeon implanted a trial prosthesis mcp (silicone, size 10) instead of the original implant, because he didn¿t have enough implants at that time. No additional information has been provided.